Manufacturer narrative:
The pacemaker remains in service. Should additional information become available, this event would be updated.

Event description:
Boston scientific received information that the patient with this pacemaker recently had a tilt test done and was syncopal. The patient was given nitro and his heart rate went to 90 and then dropped to 60. The caller was questioning why the sudden brady response (sbr) feature did not kick in. Technical services (ts) explained that the sbr feature requires one minute of 100 percent atrial sensed events. Ts stated if the rate dropped to 60, sbr would not kick in. Ts stated based on the description of this situation, it was likely neurocardiogenic syncope from a blood pressure drop as the device did pace at 60 bpm. Pacemakers treat decreased heart rates, not blood pressure. Ts recommended dropping the lrl so the sbr algorithm will work more frequently.